Event description:
It was reported that the customer received a battery out limit alarm following a battery change. Customer stated he had received multiple battery out limit alarms when batteries were out of the pump for less than one minute. Customer also stated he woke up and the insulin pump had completely shut off. Troubleshooting for blank display was declined. Customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for blank display anomalies, no anomalies were noted. The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No unexpected low battery or battery out limit alarms was noted. No damage on the lcd isolation tape noted. The insulin pump has cracked case at display window corners and battery tube threads and with minor scratched display window.